Event description:
Customer reportedly received results of 23.8 mmol/l and 8.7 mmol/l within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however an empty test cassette was returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.